Manufacturer narrative:
The device was received for evaluation. The pod generated a hazard alarm indicating rotational sensor maximum open count exceeded. There were no timeouts observed but the rotational sensor failed to transition, indicating a malfunction. All three batteries were measured to have low voltages, and the shelf mode current was measured to be out of specification. Corrosion was observed on the pcb, and the commutator cap was observed to be contaminated with fluid, causing the hazard alarm. The fluid path was tested for leaks, but no leaks were found. The corrosion on the pcb led to low battery voltages and high shelf mode current. The cause of the corrosion/contamination cannot be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.1 hardware: iphone17.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hearing a shriek from the device. The investigation found corrosion within the device.